Manufacturer narrative:
Initial and final MDR 1897427 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issues with 3 infusion sets, all of the same type. The cannula of the infusion set was kinked. The event dates are unknown, but all issues occurred within the last week, with the most recent issue occurring on (B)(6) 2024. The patient noticed symptoms within 3 hours of insertion, and the site was inserted in the abdomen. The patient regularly rotates the site location. The site area was impacted as the patient bumped into something. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took correction bolus via pump to address the high bg. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.